Event description:
It was reported that patient underwent revision surgery several days post-op to replace the tibial liner of total knee (tka). During right side tka patient was inadvertently implanted with left side tibial liner, while other components were correctly implanted for right side. Issue was discovered several days post-op and patient was revised to surgeon¿s satisfaction, x-rays showing the knee joint in alignment with no fracture or loosening of the surgical hardware.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that although the intra-operative findings revealed the left poly was implanted in the right side, without the x-rays, the evaluation of the explant or the chart sticks we are unable to determine whether a packaging mislabeling occurred, or related to deviation from the surgical technique. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.